Event description:
It was reported that the mini metzenbaum scissors have metal shavings coming off.

Event description:
It was reported that the mini metzenbaum scissors have metal shavings coming off.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The possible root causes for the failure can be due to: excessive device loads, contact forces, reprocessing/handling error and/or user error. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.